Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that a decreased in functional gain was observed a few weeks ago. Reportedly the patient fell off a trampoline recently, however no trauma was reported. A revision surgery is planned.